Manufacturer narrative:
H6, investigation conclusions: added code. H6, health effect - clinical code: replaced code 2208 with code 4436. H6, health effect - impact code: replaced code 4642 with code 4625.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.

Event description:
On (B)(6) 2017, this patient was implanted with gore® excluder® aaa endoprostheses during an endovascular procedure to treat an abdominal aortic aneurysm. On (B)(6) 2021, an emergency reintervention was performed to treat a perforated rupture suspected to have been caused by a type 1a endoleak and a gore® excluder® aortic extender component pla260300 was utilized. After dilation with a reliant¿ stent graft balloon catheter, final imaging showed no endoleak. The patient tolerated the procedure. Reportedly, the aneurysm diameter was now measuring 12 cm compared to 5.5 cm originally. It was also reported that due to the patient¿s short aortic neck, the physician considered to implant a branched prosthesis at a later date.